Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to sense and failure to capture. While attempting to change positions, the lead was found to have helix rotation issues. The right ventricular lead was not used and replaced. The patient experienced no consequences.